Manufacturer narrative:
This is one of two reports being submitted for this case. Per medical opinion, the dissection could not be disassociated from this device, therefore edwards lifesciences is conservatively reporting this event. Investigation is ongoing.

Event description:
As reported by our edwards lifesciences (B)(6) affiliate, vascular dissection, and shock due to systemic embolism resulting in the death of the patient were reported. During the implant of a 20mm sapien 3 valve via transfemoral approach, the commander delivery system could not pass through the 14 fr esheath as the valve became stuck at the area of common iliac artery (cia). The sheath and delivery system were withdrawn as a unit. No damage was observed in the removed sheath. Another kit was pepped, a 20mm sapien 3 valve was deployed in the aortic valve via transfemoral approach using a commander delivery system and a new 14f esheath. The procedure was uneventfully completed with the second kit. Six (6) hours after the procedure, acute lower artery obstruction was noted. A dissection was observed at the right cia, and the external iliac artery distal to the dissection was obstructed. Endovascular treatment was attempted but ultimately a femoral artery-femoral artery (f-f) bypass was performed. On postoperative day (pod) 1, the patient went into shock, and computed tomography (CT) revealed systemic embolism. Exploratory laparotomy was conducted and detected intestinal tract necrosis that was causing multiorgan failure. The patient expired on pod 3.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, investigation findings, and investigation conclusions. Added new information to h.6 type of investigation. The edwards esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. Manufacturing mitigations are captured in a technical summary written by edwards lifesciences. Review of IFU/training material is captured in an existing technical summary written by edwards lifesciences. As the technical summary applies to this event, a lot history review and complaint history review were not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The report for the inability of the commander delivery system to pass through the 14 fr esheath was unable to be confirmed due to no imagery or device provided. Additionally, an existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary written by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Degree of tortuosity was not reported. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. There was reported 'diffuse calcification in sfa.' Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per the event description, the procedure 'was performed via right femoral access. The access vessel minimum luminal diameter measured 5.2 mm at external iliac artery (eia). During a transfemoral transcatheter aortic valve implantation, the commander delivery system could not pass through the 14 fr esheath since the 20 mm sapien 3 valve was stuck at the area of common iliac artery (cia) of which diameter was 6.3 mm.' The minimum luminal diameter (mld) required for 14f sheath is 5.5mm. Thus, the access vessel was undersized. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Insertion angle was not reported. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with the delivery system. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the event. As such, available information suggests that patient factors (undersized vessel and calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Please reference related manufacturer report no.: 2015691-2022-08604.